Manufacturer narrative:
The patient involved in the event had received 3 x 20 drops of irenat (perchlorate). Perchlorate (clo4-) is interfering with k-measurements on abl800 analyzers as stated in the abl800 flex reference manual resulting in false low k-values, (abl800 reference manual 989-963, rev. O).

Manufacturer narrative:
Datalogs have been collected for further investigation. The component code has not been filled out, as the root has not been determined yet.

Event description:
A customer complains about possible false low k+ measurement results from one female patient measured on an abl800 analyzer. The female patient shows a high deviation for the k+ measurement values on the abl800 analyzer compared to the customer's laboratory as well as on an abbott I-stat instrument. All the other patients at that ward show appropriate values on the abl800, laboratory and abbott I-stat instrument. In december as well as on january 18th the k+ measurement results were plausible and almost identical between the abl800 and at customer's laboratory. On february 1st the customer started to check the abl800 k+ measurement results at their laboratory due to considerable and unexpected low k+ results. The customer stated that all known causes of a pseudohyperkalemia could have been excluded: no hemolysis, no relevant leukocytosis/thrombocytosis, measurement in heparin plasma. The female patient was a covid patient and her medication was 3 x 20 drops of irenat (perchlorate) and she had a gfr around 30.